Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button was intermittently unresponsive and the down arrow was unresponsive. Reportedly, the patient pulled the keypad off the buttons to troubleshoot. It was noted that the tactile issues had occurred prior to damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the down arrow button was unresponsive and the ok and contrast buttons were intermittently responsive. The up arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts and the down arrow contact was inverted.